Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number 400420635. One (1) sample was received for evaluation. Upon visual inspection by the naked eye, one particle was detected inside the bag. This particle was identified as poly vinyl chloride (pvc) under ft-ir analysis. There is a component of the bag assembly that is made from pvc. As a result, the component of the bag made from pvc could not be excluded at the source of the contamination. The component containing pvc is purchased from an approved supplier and goes through an incoming inspection before being used in production. A device history record review was performed for the component going back two years, and this review did not reveal any abnormalities or nonconformances. The supplier of the component was notified of this report. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: piece of plastic found in bag prior to use. No patient involvement.